Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that since a car accident the patient had a return of pain and feels electrocution sensations at any paresthesia rate. Impedances were okay and reprogramming was not successful. It was noted that they often have difficulty connecting the programmer to the implant. The patient stated it now took 2-4 hours to charge since the accident. A review of the recharging diary showed the average session was 1 hour but some sessions were 2.5 hours. It was also reported that the implant now depletes in 4-6 while before the accident they would go 1.5 days between charging. The implant was going to be replaced on (B)(6) 2024.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.